Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain /chronic') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), nausea ("nausea"), dysmenorrhoea ("dysmenorrhoea"), dyspareunia ("dyspareunia"), abdominal pain ("abdominal pain"), back pain ("back pain"), menorrhagia ("menorrhagia"), metrorrhagia ("menorrhagia"), anaemia ("anemia"), hypersensitivity ("hypersensitivity"), bladder disorder ("bladder probs"), cystitis ("bladder infect"), urinary tract infection ("uti,"), vaginal infection ("vag. Infect"), fatigue ("fatigue,"), migraine ("migraines,") and headache ("headaches,"). The patient was treated with surgery (hyst. (Full)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia, abdominal pain, back pain, menorrhagia, metrorrhagia and anaemia had resolved and the nausea, hypersensitivity, bladder disorder, cystitis, urinary tract infection, vaginal infection, fatigue, migraine and headache outcome was unknown. The reporter considered abdominal pain, anaemia, back pain, bladder disorder, cystitis, dysmenorrhoea, dyspareunia, fatigue, headache, hypersensitivity, menorrhagia, metrorrhagia, migraine, nausea, pelvic pain, urinary tract infection and vaginal infection to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: patient underwent essure confirmation test but result is unknown.. Most recent follow-up information incorporated above includes: on 10-sep-2019: pfs received : case upgraded to incident. Unspecified event "injury to herself" was updated to more specific events : abdominal pain, pelvic pain, dysmenorrhea (cramping), dyspareunia, back pain, menorrhagia (heavy menstrual bleeding), menorrhagia (bleeding b/w periods), anemia, hypersensitivity, bladder problems, bladder infection, uti, vaginal infection, fatigue, migraines, headaches, nausea. Reporter added, patient demographic added, essure removal date added, essure indication updated. Lab data added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.